Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the day before the insulin pump's battery stopped working and they did not hear the alarm. The customer changed the battery and received an unexpected restart alarm. The insulin pump was not stored or not in use for an extended period of time. The unexpected restart was recurring during normal insulin pump use. In the alarm history there were two unexpected restart and two external error alarms. The insulin pump also alarmed battery out limit. Customer's blood glucose level was not reported. The device was not returned.